Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use the ht70 plus ventilator auto trigger was activated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. Ventilation didn't stop.